Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous superficial femoral artery (sfa). The 1.5mm x 20mm sterling es pta balloon dilatation catheter was selected and advanced to treat the target lesion; the balloon was inflated to 8atms in the first inflation and 12atms for the second inflation. The balloon ruptured at 12atms on the third inflation. The procedure was completed successfully with a different device. No patient complication was reported and the patient's status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)